Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that the inner blade broke during procedure. It happened outside the nasal cavity. The blade was reused. There was no patient impact.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up it was confirmed that the device was reused with other patients. A tooth of the blade broke off. The procedure was fess and the surgeon used manual instruments to finish the procedure.